Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. Patient subseqently complained of loss of therapy. Xray confirmed migration of the implanted leads. A surgical intervention occurred on 07feb2023 to replace the implanted pulse generator and leads.